Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 12/14/2007 to the present date 11/9/2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device.

Event description:
The customer reported that the device failed pressure calibration. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device failed pressure calibration. It was reported there was no patient involvement.